Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. The customer managed to resolve the issue independently, resumed therapy, and declined further troubleshooting.